Event description:
Reportedly, the smart touch tablet was succesfully upgraded to 3.12. And the master password was set carefully. Then, the option to not use the user password was checked. The device requested the master password but it was not accepted. Therefore, several slightly different passwords were tried in case there was a typo in the beginning, but it did not work. Finally, the device was restarted and the master password was accepted.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ analysis synthesis: - analysis of the provided expertise files revealed that on 27 october 2022, the password was defined at 12:26. Less than a minute later, the tablet time was manually changed by the user to 12:02. - however, for cybersecurity reasons, a mechanism was introduced in the last software version to avoid password hacking: the password cannot be validated at a time anterior to the time of password definition. - in this case, the tablet time was manually set to an earlier time than the one of the password definition by the user. As a result, the tablet mistakenly considered the login attempt as a cybersecurity threat and blocked the access, leading to the observed behavior. - it should be noted that this software issue can be solved by completely restarting the smart touch tablet. Recommendations: complete tablet reboot to allow login without waiting for system time to be reached. It is recommended to completely restart the tablet, when: ¿ the time of the tablet was changed ¿ an unexpected ¿invalid password¿ message is displayed. To perform this action: 1. Keep the power the power button pressed for at least 5 seconds (but less than 20 seconds). 2. Click on ¿shutdown¿. 3. When the tablet is powered off, restart it.